Manufacturer narrative:
Conclusion and justification status for MDR: the product associated with this reported event was not returned for examination. A search of the complaint database found previous reports of 258111000 tibial impactor breakage. The previous reports/investigations found evidence indicating the impactors were not properly positioned upon the tibial tray when impacted resulting in breakage. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The impactor broke during impaction of the tibial implant.